Event description:
An ophthalmic surgeon reported that during vitrectomy surgery, the patient's intraocular pressure decreased. There was no postoperative consequence to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).